Event description:
The pt's mother reported that her son's blood glucose was in normal ranged on (B)(6) and that he spent "all day" in the pool. On (B)(6) he was sick to stomach, ketones were high, and his bg was 280 mg/dl at 10:56, which was corrected with a 3 unit bolus. They went to urgent care and he was admitted to the ICU. Her son's doctors are unsure if the device contributed or if it was dehydration. Insulin delivered with the pod was suspended and he was treated with an insulin drip and something to help with dehydration.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."